Event description:
During a routine clinic follow-up, when testing the capture threshold, a loss of capture was noted. When noted, an attempt was unsuccessfully made to cancel the capture testing. The test seemed to continue for a total of 8 paces and then the event was resolved. The patient was stable and no further intervention was performed.

Manufacturer narrative:
The reported event of a delay during cancellation of a capture test was confirmed. Based on the information provided, it was determined that the delay was a result of a software anomaly.